Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and device breakage ("fractured implant") in a (B)(6) female patient who had essure (batch no. 876113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1995 - (B)(6), (B)(6) 2009 -(B)(6)). Concurrent conditions included obesity, non-smoker and alcoholic (more than 2 per day, used for 10 years predominantly drinks beers). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal and severe menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("hypersensitivity") with rash. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, device breakage (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). The patient was treated with prednisone. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, vaginal haemorrhage, allergy to metals and hypersensitivity outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, hypersensitivity, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2010 patient underwent essure confirmation test resulted in the fallopian tubes, including their interstitial, isthmic and ampullary sections are iatrogenically occluded by essure device. The right essure device extends approximately 1 cm into right uterine cornu. The left essure device appears "toile" fully within the fallopian tube. Confirms iatrogenic of both fallopian tubes (total bilateral occlusion) current weight (B)(6) lbs. Confirming the injuries reported in this case, the following one/ones were reported in medical record: rash,menorrhagia,allergy to metals most recent follow-up information incorporated above includes: on 26-feb-2018: pfs+mr received, reporter added, product indication added, lot number received, patient concomitant and historical condition added. Event added as follows:- device dislocation, device breakage, vaginal haemorrhage, allergy to metal, pelvic pain, hypersensitivity incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and device breakage ("fractured implant") in a 39-year-old female patient who had essure (batch no. 876113 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (16jul1995-40weeks, 06oct2009-39weeks). Concurrent conditions included obesity, non-smoker and alcoholic (more than 2 per day, used for 10 years predominantly drinks beers). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal and severe menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and hypersensitivity ("hypersensitivity") with rash. In 2010, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with prednisone. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, vaginal haemorrhage, allergy to metals, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, hypersensitivity, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On (B)(6) 2010 patient underwent essure confirmation test resulted in the fallopian tubes, including their interstitial, isthmic and ampullary sections are iatrogenically occluded by essure device. The right essure device extends approximately 1 cm into right uterine cornu. The left essure device appears toile fully within the fallopian tube.confirms iatrogenic of both fallopian tubes (total bilateral occlusion) current weight 175 lbs. Confirming the injuries reported in this case, the following one/ones were reported in medical record: rash,menorrhagia,allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received new events psychological or psychiatric problems condition: depression and mental anguish were added incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and device breakage ("fractured implant") in a 39-year-old female patient who had essure (batch no. 876113 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (16jul1995-40weeks, 06oct2009-39weeks). Concurrent conditions included obesity, non-smoker and alcoholic (more than 2 per day, used for 10 years predominantly drinks beers). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal and severe menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and hypersensitivity ("hypersensitivity") with rash. In 2010, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with prednisone. Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menorrhagia, vaginal haemorrhage, allergy to metals and hypersensitivity outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, hypersensitivity, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On (B)(6) 2010 patient underwent essure confirmation test resulted in the fallopian tubes, including their interstitial, isthmic and ampullary sections are iatrogenically occluded by essure device. The right essure device extends approximately 1 cm into right uterine cornu. The left essure device appears toile fully within the fallopian tube.confirms iatrogenic of both fallopian tubes (total bilateral occlusion) current weight 175 lbs. Confirming the injuries reported in this case, the following one/ones were reported in medical record: rash,menorrhagia,allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.